Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 17-apr-2024. The most recent information was received on 27-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of dyspareunia ("dyspareunia") in a 57 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3219 days after essure insertion, she experienced gingivitis ("gingivitis"), loose tooth ("my teeth are getting loose"), epistaxis ("nose bleeds when blowing"), eye haemorrhage ("haemorrhage in both eyes"), pruritus ("itching without plaque or pimples"), impaired quality of life (" no more strength to perform daily life activities"), memory impairment (" problems with long-term and short-term memory") and dysarthria ("mixing up many words when speaking"). In (B)(6) 2023 she experienced depression ("severe depression"). In (B)(6) 2023 she experienced dyspareunia (seriousness criterion intervention required), nausea ("nausea"), diarrhoea ("diarrhoea"), dyspepsia ("very difficult digestion with a lot of burping") and eructation ("very difficult digestion with a lot of burping"). Essure was removed on (B)(6) 2024. On unknown date she experienced myalgia ("muscle pain in the hands, arms and left leg") and disturbance in attention ("lack of concentration"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for dyspareunia, gingivitis, loose tooth, epistaxis, eye haemorrhage, myalgia, impaired quality of life, depression, memory impairment, dysarthria, disturbance in attention, nausea, diarrhoea, dyspepsia and eructation were unknown. No causality assessment was received for essure with regard to gingivitis, loose tooth, epistaxis, eye haemorrhage, pruritus, myalgia, impaired quality of life, depression, memory impairment, dysarthria, disturbance in attention, nausea, diarrhoea, dyspareunia, dyspepsia or eructation. The reporter commented: comments all I want is to be given the power to eat so that I can recover and regain strength in the near future, and for the rest of the pain and symptoms, I have to wait a little longer, as the interventional procedure was only performed a month ago. According to the two most recent examinations: abdomen and pelvic ultrasound was negative, gastroscopy was negative, basic lab tests were normal, currently awaiting the result of a body computed tomography (CT) scan with injection, and afterwards, consultation with internal medicine specialist. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Endoscopy upper gastrointestinal tract] (date unknown): negative [ultrasound pelvis] (date unknown): negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of dyspareunia ("dyspareunia") in a 57 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3219 days after essure insertion, she experienced gingivitis ("gingivitis"), loose tooth ("my teeth are getting loose"), epistaxis ("nose bleeds when blowing"), eye haemorrhage ("haemorrhage in both eyes"), pruritus ("itching without plaque or pimples"), impaired quality of life (" no more strength to perform daily life activities"), memory impairment (" problems with long-term and short-term memory") and dysarthria ("mixing up many words when speaking"). In (B)(6) 2023 she experienced depression ("severe depression"). In (B)(6) 2023 she experienced dyspareunia (seriousness criterion intervention required), nausea ("nausea"), diarrhoea ("diarrhoea"), dyspepsia ("very difficult digestion with a lot of burping") and eructation ("very difficult digestion with a lot of burping"). Essure was removed on (B)(6) 2024. On unknown date she experienced myalgia ("muscle pain in the hands, arms and left leg") and disturbance in attention ("lack of concentration"). The patient was treated with surgery (to remove essure ). At the time of the report, the outcomes for dyspareunia, gingivitis, loose tooth, epistaxis, eye haemorrhage, myalgia, impaired quality of life, depression, memory impairment, dysarthria, disturbance in attention, nausea, diarrhoea, dyspepsia and eructation were unknown. No causality assessment was received for essure with regard to gingivitis, loose tooth, epistaxis, eye haemorrhage, pruritus, myalgia, impaired quality of life, depression, memory impairment, dysarthria, disturbance in attention, nausea, diarrhoea, dyspareunia, dyspepsia or eructation. The reporter commented: comments all I want is to be given the power to eat so that I can recover and regain strength in the near future, and for the rest of the pain and symptoms, I have to wait a little longer, as the interventional procedure was only performed a month ago. According to the two most recent examinations: abdomen and pelvic ultrasound was negative, gastroscopy was negative, basic lab tests were normal, currently awaiting the result of a body computed tomography (CT) scan with injection, and afterwards, consultation with internal medicine specialist. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Endoscopy upper gastrointestinal tract] (date unknown): negative. [Ultrasound pelvis] (date unknown): negative. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.